Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model avfm09060 vascular covered stent system allegedly experienced after deployment in the left femoral graft at the venous anastomosis via vein access, the delivery system reportedly required excessive force to retract from the distal end of the stent graft and caused the stent graft to bend inward. It was further reported that the stent graft underwent post-dilatation and was no longer deformed. This report was received from one source. This event involved one female patient, weighing (B)(6) lbs, age was not provided. There was no reported patient injury.

Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model avfm09060 vascular covered stent system allegedly experienced after deployment in the left femoral graft at the venous anastomosis via vein access, the delivery system reportedly required excessive force to retract from the distal end of the stent graft and caused the stent graft to bend inward. It was further reported that the stent graft underwent post-dilatation and was no longer deformed. This report was received from one source. This event involved one female patient, weighing 85lbs, age was not provided. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.